Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 check vent: backup alarm failed/ "speaker failure" message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Pending bench for repair. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Philips received new information regarding the previously reported v60 ventilator malfunction. The investigation revealed that the allegation of e/c 1102 (primary alarm failure) occurred exclusively during the device start-up sequence. Per the manufacturer's instructions for use (IFU), the device should not be placed into clinical service if it fails to pass initial self-tests or functions outside of specifications. As the failure was identified prior to patient connection and the device was not used, this event does not meet the criteria for a reportable malfunction under 21 cfr 803. No patient involvement or harm occurred. This file is being updated to reflect the non-reportable status of the event.